Event description:
The customer biomedical engineer (biomed) reported that they lost a network switch in a closet and had lost wireless telemetry coverage on the 4th floor. The biomed had the switch go out, but other issues arose after getting it back online; wireless wasn't working properly. The biomed requested a philips technical consultant (tc) go onsite. The device was in use at the time the issue was discovered. There was no adverse event or patient harm reported. The tc went onsite, and found the wireless network down; the tc was unable to resolve the issue. The next day the tc contacted philips national service support (nss) for assistance. It was determined that the root cause of the problem was a bad master sync switch on the 2nd floor. The master sync switch failure affected the access point controller (apc) in the closet, which constantly caused the network access points (aps) to resync all of the time over and over. Replacing the sync switch with a good sync switch allowed the telemetry packs to associate again.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that they lost a network switch in a closet and had lost wireless telemetry coverage on the 4th floor. The biomed had the switch go out, but other issues arose after getting it back online; wireless wasn't working properly. The biomed requested a philips technical consultant go onsite. The device was in use at the time the issue was discovered. There was no adverse event or patient harm reported.